Manufacturer narrative:
On (B)(4) 2014, a beckman coulter field service engineer (fse) evaluated the analyzer and found loose aspiration tubing from the blood sampling valve (bsv). He replaced the tubing and the instrument ran without any leaks or error message. The repairs were verified per established procedures. (B)(4).

Event description:
Customer reported a leak when using the coulter lh 500 hematology analyzer. The leak was inside the lower front door of the instrument. The volume of the leak was less than 5ml and was not contained within the instrument. The instrument was generating low vacuum errors. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the analyzer. The operator was wearing personal protective equipment of gloves, eye protection, and a lab coat when the leak was discovered. There was no biohazard exposure to mucous membranes or cuts. There were no erroneous test results associated with this event. There was no death, injury or affect to user or patient treatment.